Manufacturer narrative:
(B)(4).

Event description:
The patient (B)(6) has 2 leads (from the same lot) implanted as part of their drg stimulation system. It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken and intraoperative diagnostics indicated high impedances for two contacts on the lead implanted at l3. The lead implanted at l2 was found to be on the ventral side of the drg, thus providing motor stimulation rather than pain relief. The leads were not explanted, but were disconnected from the ipg and an additional lead was implanted. Effective stimulation coverage was reported postoperatively.